Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an blood glucose (bg) level of (68 mg/dl) earlier. The customer took a 15g of fast acting carbohydrates to stabilize bg level. The customer believes the cause of the low bg level was due to over bolus and was walking a lot. A system check was performed with tandem technical support indicating the pump was functioning as intended.